Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6, h11 the following sections were corrected: h6 h11: the revision reported was likely the result of recurrent dislocation events, instability, and prosthesis wear of the humeral liner. The wear noted on the humeral liner appears consistent with a combination of unintended articulation within the joint space during a dislocation event and unintended impingement of the liner with the native glenoid bone. However, dislocation, instability, and the series of event cannot be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and no radiographs or relevant clinical information was provided.

Event description:
It was reported that this patient's left shoulder was revised approximately 9 years post initial operation. Patient had become unstable and was experiencing recurrent dislocation. When the surgeon removed the humeral liner, it was extremely worn. Surgeon believes this was a major contributing factor to the dislocation, as there was no 'lip' holding the glenosphere in place.

Manufacturer narrative:
D10 concomitant devices: 0mm adapter tray cn: 320-10-00, sn: (B)(6). 42 glenoshpere cn: 320-01-42, sn: (B)(6). Glenosphere locking screw cn: 320-15-05, sn: unknown. H3: customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.